Event description:
Pt's parent reported that the pt has 2 pumps, one for their ig medication and another for 5% dextrose in water. Pt's parent advises the pump they use for the 5% dextrose in water is giving them an error alert station "system time out". Pt's parent advises that per home health nurse, the pump needs to be replaced. There were no reported adverse events or missed doses due to the product issue. Pt was still able to infuse their 5% dextrose in water via gravity. The device serial number was not provided. The device is available for return upon the pt receiving return shipping materials. No additional details, dates, or information provided. Indication: myasthenia gravis without (acute) exacerbation.